Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k790366. It is corrected to read exempt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: bd received nearly 200 samples from the customer facility for investigation. The samples were evaluated and the customers' indicated failure mode for mold/foreign matter was not observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. Without a lot number, as well as unconfirmed failure mode on returned samples, an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode of foreign matter/mold on urine cups.

Event description:
It was reported that some 120 ml bd vacutainer® plastic urine collection cups had a moldy appearance, a foreign matter contamination issue. No serious injury, blood to mucous membrane exposure or medical intervention was reported.